Event description:
Based on a headache complaint, some nitrous oxide field screening was done on the sedation systems disposable sedation-breathing circuit and mask set. The areas identified were the assembled plastic distribution tubes. This appears to be a mfg defect in the tube materials and seemed to worsen when the tube was bent or stressed. The nitrous levels were elevated significantly above the standard for the following lots lot #981383 and lot # 89364. We suspended services, removed the product, and contacted the MFR. We requested and received qa/qc pressure test data on lot # 981383. This was a one page report that indicates a ¿p¿ for air pressure, pull test, and visual.